Event description:
It was reported the video system center exhibited e333. The event occurred during an unspecified therapeutic laparoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.